Event description:
Per provider, the linkage rod between the gearbox motor and the release lever is dent. The dealer stated that it appears someone else has already tried to make repairs and have caused physical damage at the same time.